Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an interrogation of the cardiac resynchronization therapy defibrillator (crt-d) showed an atrial fibrillation (af) episode as a possible form of external emi; as it was observed on the interrogation suspected atrial oversensing as well as noise but not detected rv (right ventricular) channel. It was recommended to question the patient on their whereabouts on that date and time to determine a potential source. The crt-d remains in use. No patient complications have been reported as a result of this event.